Manufacturer narrative:
(B)(4). Batch # t9445t. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Following information requested but unavailable: in the event description it states: ¿the jaw or working face seemed to come apart and break.¿ did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Did the active titanium blade break off?

Event description:
It was reported that the device seemed faulty from the start of using it, it took longer to go through the tissue and then the jaw or working face seemed to come apart and break. It made a high pitched sound prior to the breakage. Another device needed to be opened. No ae reported. No delay.

Manufacturer narrative:
(B)(4).batch # t94297. Device analysis: the device was returned with the tissue pad damaged, melted, and 100% present. Additionally, the blade tip was damaged, however, the blade was not cracked. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.